Event description:
My freestyle libre 3 cgm was reason 62mg when in fact it was 42mg (according to finger stick glucometer), which is severely life threatening. Because of this I was unable to seek medical treatment in time and resulted in an automobile accident when I lost consciousness. While in patient at hospital my cgms were still reading 20mg higher than the hospital equipment giving inaccurate and dangerous reading levels. They removed my history or weeds ns previous serial numbers from their app so I was unable to see if mine was in the affected ones from the recent recall. If not, the ones I was wearing before and after accident should be considered for the issue they are experiencing in other lot numbers. I almost died because I trusted this device to be accurate. I now have over (B)(6) in medical bills because of this. Last 3 sensors: (B)(4) status: fotac7l107; (B)(4) status: fothxmfux7; and (B)(4) status: fotrltnff2.